Event description:
The triathlon poly insert did not lock on to the baseplate. Decision was made to remove the poly and replace with a new poly of the same size.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned component indicates that the pressure applied to the insert and locking wire damaged the device and, bent and popped the wire out of place. The insert component should be snapped into place on the baseplate by impacting the tibial insert impactor on the impaction slope of the insert component, it appears that some other unsuitable implement was used in this case, causing the damage observed. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that the pressure applied to the insert and locking wire damaged the device and, bent and popped the wire out of place. The insert component should be snapped into place on the baseplate by impacting the tibial insert impactor on the impaction slope of the insert component, it appears that some other unsuitable implement was used in this case, causing the damage observed.

Event description:
The triathlon poly insert did not lock on to the baseplate. Decision was made to remove the poly and replace with a new poly of the same size.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.